Event description:
Customer reported that during routine pt monitoring, the pt experienced discomfort (shock like sensation) when the spo2 finger sensor was placed on a finger. The customer reported no adverse pt outcome.

Manufacturer narrative:
This was a transient, self-correcting event. The unit was not returned for investigation. The suspect device had been tested by the customer and verified proper operation after which it was placed back into service. The unit has been operating without any further issues. Customer suspects static shock between the clinician and pt caused the pt's complaint. Customer returned the accessory finger sensor which had been repaired by a third party service facility. It was observed the finger sensor had a non-csi shell on the sensor end, the outer insulation had been cut back 1/2" from the strain relief on the finger sensor resulting in exposed internal insulated wires. Also, there were two hard knots in the cable itself. The finger sensor was safety tested at 6kv dc with no arcing or discharge and functioned properly after the tests. Conclusion: the device involved was not returned for investigation.